Manufacturer narrative:
There was no evidence of malfunction for any concentric medical device and the instructions for use list related possible complications. Also, while a concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. 2nd device: merci microcatheter 18l, common device name: catheter, intravascular, diagnostic, model #: 90044, catalog #: 90044.

Event description:
The pt underwent neuro endovascular procedures to address smoke symptoms. CT imaging revealed impaired perfusion in the left hemisphere and a dissection in the left ica (lica). The arteriogram revealed occlusion of the distal lica which was assumed to be thrombus produced by the lica dissection. A cook 6f shuttle sheath was placed into the lica and large segments of thrombus from the area of the dissection were aspirated through the sheath. It was then possible to navigate a boston scientific 0.014" synchro guidewire, merci microcatheter 18l and penumbra reperfusion catheter through the dissection area and into the cavernous segment of the lica. The physician made one pass with the merci retriever v 2.5 firm. After this pass, the physician noted opening of the previously occluded lica, lica terminus, and lmca m1 segment, but the primary m2 subdivision remained occluded. The physician went on to treat the lmca m1/m2 segments with intra-arterial tpa and integrelin. After these agents were administered, slow contrast media extravasation was noted in the lmca but the exact location could not be determined. The physician indicated that it was possible the extravasation was caused by a small vessel perforation but he could not be sure. Due to improvements in the pt's neurological condition it was decided to stop the interventional procedure and send the pt for a brain scan to determine whether hemorrhage was present. Twenty four hour imaging revealed extra vascular blood on CT/mr with a clinical deterioration >4 points on the nihss for which hemorrhage was identified as the predominant cause of the neurologic deterioration. The pt died on (B)(6) 2010. The cause of death was listed as cva (cerebral vascular accident).